Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer's blood glucose value was 163 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer reported a recurrence of a frozen display; however the screen was not completely blank. They also stated that they were unable to enter the auto basal mode while they tried to enter the blood glucose for calibration. It was also reported that multiple blood glucose requests had occurred for more than 6 hours. The insulin pump also gets stucked in the grey auto mode screen. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test and displacement test. Device was monitored and no frozen display anomalies noted. Power connector plug in and locked in place properly. (B)(4).